Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 29532511 model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.